Event description:
Doctor reported that implant fractured at the collar of the implant and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown /not provided. Age at time of the event unknown /not provided. Weight unknown /not provided. Date of event unknown /not provided. Additional device information unknown /not provided. Email address unknown /not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (product was fractured). Pre-existing condition noted on the per was 'moderate bone density - type ii'. The reported device was in an unknown tooth location and was used for approximately 2 years, 7 months. X-ray & picture evaluation: the customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review: DHR review was completed for the subject lot number (2018102229). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2018102229) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant' post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant) or product (xifnt410). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.